Manufacturer narrative:
Same system components. Pump model- 72404127, lot sn- (B)(4), mfg date- 10/12/2018, exp date- 10/12/2019, gtin- (B)(4). Balloon model- 72400024, lot sn- (B)(4), mfg date- 10/01/2018, exp date- 09/30/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified no damage or irregularities that would impact cuff function. The pump component was visually inspected, microscopically examined, and tested for leaks. The pump was not functionally tested due to contamination. Analysis of the control pump identified no damage or irregularities that would impact pump function. The investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Same system components. Pump. Model- 72404127. Lot sn- (B)(6). Mfg date- 10/12/2018. Exp date- 10/12/2019. Gtin- (B)(4). Balloon. Model- 72400024. Lot sn- (B)(6). Mfg date- 10/01/2018. Exp date- 09/30/2023. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason for revision was that there was an infection around the device. The patient was reported to be in good condition. Same system components pump model- 72404127 lot sn- (B)(6). Mfg date- 10/12/2018 exp date- 10/12/2019 gtin- (B)(4). Balloon model- 72400024 lot sn- (B)(6). Mfg date- 10/01/2018 exp date- 09/30/2023 gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported.